Manufacturer narrative:
Further information was requested but not received.

Event description:
During an unrelated procedure, high capture threshold and r-wave amplitude variation was observed on the right ventricular (rv) lead. The physician elected to perform no intervention to resolve the event. The patient was in stable condition and will continue to be monitored.